Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, maximum number is set to 0, and it was not stopping automatically at 40which impacts negatively the product. The philips stentboost live system prompts the user to press the cine pedal until the acquisition stops once they choose the stentboost live application on the philips azurion system. Due to the incorrect configuration of the epx database, the acquisition does not stop after 40 images, and it's confirmed as software design issue. The device was sent back for service. The device was operational and was handed over to the customer to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that after the epx selection on the x-ray modality, the user is instructed via on-screen message in the stentboost application to: "press the cine pedal until the acquisition stops.¿ the acquisition should stop after 40 images, but instead it lasts as long as the pedal is pressed. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.